Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Multiple patients, multiple device types, multiple manufacturers were reported, and a one to one correlation cannot be made. The baseline gender/age characteristic is male/63 years old. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: super-response to cardiac resynchronization therapy may predict late phrenic nerve stimulation. Europace. 2018; 20 (9): 1498-1505. 10.1093/europace/eux311. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding cardiac resynchronization therapy devices, left ventricular leads, and a study of one hundred thirty-nine patients. The authors explained cases of phrenic nerve stimulation (pns) and suggested an association with the role of changes in the anatomical relationship between the left phrenic nerve and the coronary veins. Phrenic nerve stimulation was found to have occurred in twenty patients, which eleven patients developed late pns. Of the patient¿s that developed late pns, re-intervention was required in two patients for pns related to lead dislodgment, and in seven patients re-programming was performed. In one patient re-programming managed the pns; however, it reoccurred two years later, and the patient required a new procedure. In one patient there was a marked reduction in the distance between the distal tip of the lead and the left border of the cardiac silhouette suggesting the progressive change in the anatomical relationship between the left phrenic nerve and the coronary veins was due to the intense left ventricular reverse modeling. Additionally, during the studies follow up it was learned t hat thirteen patients died. The status/disposition of the products is not known. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.